Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after insertion during a laparoscopic hernia, the balloon was inflated. When secondary port was inserted, the balloon burst of its own accord and was deflated. They used another port to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after insertion during a laparoscopic hernia, the balloon was inflated. When secondary port was inserted, the balloon burst of its own accord and was deflated. They used another port to complete the case. There was no patient injury.